Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that a patient reported increased glare and halo around lights approximately 2 1/2 months following implantation of an intraocular lens (iol). The surgeon noted approximately 2.5mm of lens decentration. The initial procedure was uneventful, without complication. Additional information has been requested however, further information has not been received.